Event description:
It was reported patient is experiencing range of motion and stiffness issue in knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2020. Concomitant medical product: unknown femoral, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02318.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Femoral component precoat size e minus (e-) left catalog # 00575001505 lot # 63241938. All poly petella standard cemented size 32 mm diameter 8.5 mm thickness catalog # 00597206532, lot # 64440565. St prc tib plt size 3 catalog # 00-5980-037-01 lot # j6648248. MDR reports filled for this event: 3007963827-2022-00214. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.